Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer's blood glucose value was 114 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. It was stated that the customer was able to clear the alarm but was not able to rewind the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 43 noted, however device received with corroded motor home switch and corroded electronic assemblies. Motor was tested outside device and passed.